Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occurred and the pump touch screen was unresponsive. Additionally, it was reported that the pump battery took "longer to charge" and the customer also reported that they experienced issues with the "fill process". There was no reported impact to the customer¿s blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.